Event description:
A nurse was stuck with a needle in 2000. The incident occurred in a pts room. The sharps container is in a wallmount. As the nurse was going to the sharps container nurse noticed that the lid had floated up to the half open position (container not full). As nurse went to dispose of the butterfly needle, the pt became distressed. Nurse turn to observe the pt while disposing of the butterfly needle and the tail of the butterfly needle hit the lid and stuck nurse (pt end of needle stuck the nurse).